Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on blue screen. The technical support specialist (tss) checked in rss status and the station was in displaying screen: "patientcaseviewmodel" 15 minutes ago, seems like station isn't in blue screen. The tss confirmed with customer that the field service engineer (fse) reimaged the station and system was functioned as expected. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, system was stuck on blue screen. There were no adverse events or injuries reported based on this event.